Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 168 mg/dl. The customer's dather stated that the esc button felt funny and was getting stuck. He noted that it was difficult to get the button unstuck. The insulin pump had been in the customer's pocket prior to the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The esc button did not respond due to flattened button dome switch. The device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.